Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that he changed the battery and then the insulin alarmed battery out limit. The customer then received the no delivery alarm while bolusing. The customer subsequently treated himself with an insulin pen. The customer's blood glucose was 150 mg/dl. The customer did not perform troubleshooting because the alarm had already been resolved by a complete set change. The customer was advised to do a complete set change as soon as possible. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer declined troubleshooting for the battery out limit alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.